Manufacturer narrative:
H4: device manufactured between march 16, 2020 to march 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph which showed fluid inside the bladder; suggesting a no flow event may have occurred. The reported condition was verified.  By the nature of the sample, no additional testing could be performed. Therefore the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.